Event description:
The patient had a mediport placed 4 years ago at another facility for administration of chemotherapy. Approximately 2 months ago, patient had procedure to remove port that was no longer working. Five days prior to procedure, patient had CT scan and port was not working at that time. Patient has finished chemotherapy treatment and no longer needs port, so it was being removed. Prior to removal, x-ray indicated broken port. Upon removal it was discovered that port was in fact broken. No harm to patient.